Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report#: 1627487-2014-25134. It was reported, the pt's scs system was explanted at the request of the pt. It was also reported the pt declined reprogramming. No further information is available.